Manufacturer narrative:
Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during surgery, when the surgeon injected the viscoelastic healon gv into the patient's eye, a brown debris came out of the cannula and the surgeon believed it was glass. Reportedly, the debris was removed from the eye. A new healon gv was used. There was no patient injury or adverse effects. No further information was provided.

Manufacturer narrative:
The device was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. The lot number is unknown, therefore the manufacturing records could not be reviewed. . As a result of the investigation a product quality deficiency could not be determined. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.